Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a hip labral repair using a suturefix ultra ahr xl, #2 ub blue/wh, it was reported that the inserter tip broke. The physician properly inserted and tied down the first suturefix xl anchor and moved on to position and drill his second anchor. The second hole was drilled and the anchor inserted and deployed. When removing the inserter handle, it was noted that the tip had broken off. The tip was lodged in the acetabulum. Distraction was taken down to seal the joint space. The surgeon then went in with a grasper and removed the metal tip. An x-ray confirmed that no piece was left inside the patient. The suture was next passed through the labrum in standard fashion, knot tied and the excess suture cut. The patient's bone quality was good. There were no reports of patient injuries or complications.

Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. (B)(4).